Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that the tm-ardis cage post surgery had migrated. It was also noted for this case, that the pt may have been revised due to irritation, however, it was not confirmed as yet.